Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a right pulmonary arteriovenous malformation (pavm) using a pod coils and a non-penumbra microcatheter. During the procedure, while inserting a pod coil into the microcatheter, the pusher assembly of the pod coil was inadvertently bent and subsequently the pusher assembly fractured. Consequently, the pod coil unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached pod coil was removed. The procedure was completed using a new pod coil and a new microcatheter. There was no report of an adverse effect to the patient.